Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed with "short circuit detected" error message and alarm. A kink was not observed on the power cord but cord heats up in 2 areas. After troubleshooting, the cause of error was observed to be a damaged power cord assembly. It was determined that the power cord has shorted or open internal wiring. Motor and hall board were tested and passed functional testing. After the evaluation, the root cause for the reported issue was determined to be physical damage to the power cord assembly. A review of the device history record was performed which confirmed no inconsistencies. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the power cord, which could have partially broken one or more signal wires. Overheating is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and thus generate heat. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported during the set up for the hip arthroscopy procedure, the shaver was plugged into d2 and immediately started to burn. The unit went really hot and the whole system had to be isolated. No reported patient injuries. No other complications were noted.